Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 08/16/2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that a patient was hospitalized for 10 days with an intestinal occlusion with a small intestinal hernia. A resection surgery was successfully performed and the patient is at a "rest house" before returning to home. The patient had been receiving duodopa treatment by unknown avanos feeding tube since the week of (B)(6) 2017. No device malfunction reported, no information provided regarding the relationship between the patient's condition and the feeding tube. Per additional information received 08/13/2019 from the distributor, no further information regarding the patient or event is available.